Manufacturer narrative:
(B)(4). A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of medical records received it was discovered the peritoneal dialysis (pd) patient had been diagnosed with peritonitis on (B)(6) 2015. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient reported having abdominal pain and cloudy effluent and was diagnosed with an episode of coagulase-negative staphylococci peritonitis on (B)(6) 2015. Per pdrn no specific species was identified from the fluid culture. The pdrn stated the infection was attributed to touch contamination, where the patient had breaks in technique and sterility, and indicated the patient did not practice aseptic technique during treatment: the patient did not wash his hands and did not don a mask. The pdrn stated the patient was not hospitalized for the event and was treated in clinic. Per pdrn no fluid leaks were reported during treatments or prior to infection. Per pdrn the patient was able to resume peritoneal dialysis therapy using the cycler. Additional medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
The available medical records were reviewed by a post market surveillance clinician. It was noted that the peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2015. The patient had been receiving peritoneal dialysis since (B)(6) 2013. The peritoneal dialysis (pd) nurse confirmed the patient presented with abdominal pain and cloudy effluent and was diagnosed with an episode of coagulase-negative staphylococci peritonitis on (B)(6) 2015. The pd nurse reported that there was no specific organism identified from the fluid culture. The pd nurse stated that the peritonitis was attributed to touch contamination and the patient had breaks in technique and sterility. The pd nurse stated that the patient did not practice aseptic technique during treatment and did not wash hands nor don a mask. The patient was not hospitalized and was treated in the clinic. The pd nurse stated that there was no fluid leaks reported during treatments prior to the peritonitis diagnosis.